Manufacturer narrative:
4/23/97-suplemental report #1 submitted to FDA. Device evaluation indicated and codes entered in h3 and h6.

Event description:
During a laparoscopic cholecystectomy procedure. The clips did not advance. The surgeon applied another device to complete the procedure, the hosp has reported no pt injury occurred.